Event description:
The pt underwent shortwave, microwave and/or therapeutic ultrasonic diathermy as additional therapy for pain. Attorney alleged this therapy in combination with the device caused nerve damage to the pt. Hcp reported the pt wanted the scs system removed because the pt had another device system (pump) which provided good pain relief. The device system was explanted but not returned to the MFR for analysis. The device went to pathology. A follow-up report will be sent if additional info is received.